Event description:
It was reported that during a proximal femur osteotomy procedure, the threads of the screws unravelled while the surgeon was inserting the screws. The surgeon removed the screw and retrieved all of the pieces. The surgeon used new screws to complete the procedure with no further problems. There was no harm to the patient. This is 2 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.the product development evaluation showed that the design was reviewed and determined to meet the intended use. This complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The returned screw is broken at the tip end. The tip end was not returned for evaluation. The threads on the returned pieced are in good condition; not peeled. The remainder of the screw is also in good condition. The threaded section on the screw piece that was not returned may have been peeled but it is unknown since a visual examination could not be performed. Since no issues were found during dimensional analysis and no lot number was provided this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012.

Event description:
This is report 2 of 2 for complaint (B)(4).